Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with 2 bags of dextrose and "food" and was released from the ER the same day, (B)(6) 2024 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.